Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical technician at the user facility that the plastic lid on the automatic endoscope reprocessor (aer) machine is cracked and needs to be replaced. The parts were shipped and the technician replaced the lid. The technician reported, the aer machine is working appropriately to date. No patient harm/infections or contamination issues were reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. The potential cause of the cracked lid is that the user made the endoscope or something hard impact to the lid of the unit. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ¿ inspection ¿ ensure the lid is not cracked, broken, or otherwise damaged ¿ the OEM will continue to monitor complaints for this device.